Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to customer's blood glucose.

Manufacturer narrative:
On (B)(6) 2022, the distributor reported the additional information: pump was received and troubleshooting was performed. Pump functioned as intended; no issue was identified.